Manufacturer narrative:
Section a2,a3, a4 and a5: unknown/ not provided. Section d6b: if explanted, give date: unknown/ not provided. Section e1: reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation, it was found that the haptic was damaged. It is unknown if iol remains implanted or removed and replaced. Information was requested but not available. No further information available.